Event description:
The customer reported that they had high bgs and went to the emergency room. The customer stated that their bgs are better now and they do not need to test the pump. However, the customer's pump had a stripped battery cap.